Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the device would not pass cavity integrity assessment. Physician tried using another radio frequency controller, but still the device would not pass. Another disposable device was also tried but still the device would not pass cavity integrity assessment. Physician viewed the patient cavity via hysteroscope and saw a perforation. Treatment to patient is unknown. No additional details available.